Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml baclofen at 199 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's catheter had migrated out of the intrathecal space. The patient had experienced myoclonic jerking movements, hypothermia, hypertension, and tachycardia. It was unknown if environmental/external/patient factors that may have led or contributed to the catheter migration. The patient was started on oral baclofen and admitted to the pediatric intensive careunit (picu) for observation. X-rays were taken and surgery was scheduled for exploration and revision of the catheter. It was reported the issue was resolved at the time of the report. The patient status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.